Manufacturer narrative:
Concomitant medical products: product ID 377875, lot#: v015564, serial#:, implanted: (B)(6) 2009, explanted:, product type: lead. Product ID: 377875, lot#: v005100, serial#:, implanted: (B)(6) 2009, explanted:, product type: lead. Product ID: 3778-75, lot#:, serial#: (B)(4), implanted: (B)(6) 2011, explanted:, product type: lead. Other relevant device(s) are: product ID: 377875, serial/lot #: (B)(4), ubd: 28-nov-2010, UDI#: (B)(4). Product ID: 377875, serial/lot #: (B)(4), ubd: 21-mar-2010, UDI#: (B)(4). Product ID: 3778-75, serial/lot #: (B)(4), ubd: 13-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the patient¿s previous ins¿s implanted in 2009 and 2011 worked like they were suppose to. The ins implanted in 2018 does not work. The lead on the right side was damaged and the healthcare provider (hcp) will not replace it because there is a 95% chance he can become paralyzed. The stimulation also continues to move up and down and he cannot control it. He is in much pain, with a pain level of 12. He cannot sleep and does not know what to do. The hcp told him he has to live with it because they are not going to take it out.